Manufacturer narrative:
D9: product received date 8/6/2025. H3/h6: one device was returned for evaluation of complaint that a cassette sensor error occurred during testing. Review of event log found multiple "cassette not attached properly" alarms. Review of service history found no applicable history. Visual and functional testing was performed. Visual inspection found upstream occlusion (uso) seal buckling. This indicates that the integrity of the seal is compromised and is a reportable malfunction. Also found downstream occlusion (dso) seal delamination. Both seals were replaced. Replaced dso sensor, bezel, and seal. Calibrated dso. Complaint of "cassette sensor error" was confirmed through functional testing. No probable cause was determined for cassette sensor error complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette sensor error occurred during testing. There was no patient involvement.